Manufacturer narrative:
Age: correction.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-01013. This report is being submitted as additional information. Approximate age of device ¿ 2 years and 3 months manufacturing evaluation conclusion: the evaluation of the returned pump did not reveal a device related issue and a direct relationship between the pump and the reported increase in ldh could not be determined. The pump was returned with the driveline severed into two segments and the distal portion with the controller connector was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump surfaces, bearings, and bearing cups under a microscope found no anomalies related to wear or damage. The returned portions of the driveline appeared unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was admitted with hemolysis. The patient was reported to have gross hematuria. Lactate dehydrogenase (ldh) was 1800 u/l and peaked at 2230 u/l. Inr was 2.7. Echocardiogram and CT angiogram were unremarkable. The patient was treated with bivalirudin infusion with little to no improvement in ldh. On (B)(6) 2018 the patient underwent a pump exchange. Only the pump was exchanged.